Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as fold flow opening. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.